Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. Return of the promus stent delivery system may have aided in the investigation and determination of cause. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Restenosis is a known adverse event as listed in the electronic promus everolimus eluting coronary stent system instructions for use. A conclusive cause for the reported patient effect and the relationship, if any, to the device cannot be determined. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no similar incidents reported for difficult to deploy. All stent delivery systems are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that 31 days after the promus stent implantation in the mid-right coronary artery (rca), the patient underwent a repeat revascularization procedure in the mid-rca. Reportedly, there was incomplete expansion of the index stent in the mid-rca and a 70% eccentric stenosis just proximal to the implanted stent. No additional information was provided.